Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an excessive no delivery alarm. The customer's blood glucose was 259 mg/dl. The customer treated their blood glucose with injections. The customer also stated their temp basal was not programmed before the alarm. No additional information provided.